Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a crack and moisture dots on the screen and could not read the display. The insulin pump also has an unexpected restart error alarm that was not addressed. The customer's blood glucose was 194 mg/dl. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged lcd board. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to blank display. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.